Event description:
The customer reported that during a routine check of the iabp, unit displayed "electrical test failure" when powered up. No pt was involved.

Manufacturer narrative:
The device history record (DHR) for the iabp involved in the event was reviewed. There were no nonconformances in the DHR related to the reported event. The company service representative noted error code # 58 (electrical failure). Proceeded to actuate all solenoids and verified the calibrations on the transducers. Performed the procedure for removal of condensation. Performed functional, calibration, and safety tests to meet the factory specifications. The device was returned to the customer. (B)(4).